Event description:
Bilateral patient. Litigation alleges that patient began to experienced pain in his left hip. Update: (B)(4) 2012 - the sales rep has reported the revision surgery for the left side. Patient was revised to address acetabular cup loosening and pain. Report did note that patient had fallen and broke his right side femur, which was then plated with cables.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Bilateral patient. Litigation alleges that patient began to experienced pain in his left hip.